Manufacturer narrative:
The investigation into the hemolysis is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
A patient with a cardiac history was admitted and placed an impella cp for hemodynamic support. The team had the pump supporting the patient for over 14 hours when the team explanted the pump due to concerns of hemolysis. The cp was replaced by an intra aortic balloon pump.

Manufacturer narrative:
The investigation into the hemolysis is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
A patient with a cardiac history was admitted and placed an impella cp for hemodynamic support. The team had the pump supporting the patient for over 14 hours when the team explanted the pump due to concerns of hemolysis. The cp was replaced by an intra aortic balloon pump.

Manufacturer narrative:
Since the original report was filed, the investigation into the hemolysis has concluded. The pump and logs were returned for analysis. The pump was hemolysis tested on the benchtop and passed. When the logs were reviewed, no malpositioning that could cause hemolysis was observed. The root cause of the hemolysis is patient condition.